Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Troubleshooting was performed and a second programmer was utilized, however, the issue was not resolved. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Troubleshooting was performed and a second programmer was utilized. However, the issue was not resolved. No adverse patient effects were reported. This device remains in service.